Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side "rupture" and "feels weird." Device has been explanted.

Event description:
Patient reported a right side rupture and "feels weird." The device has been explanted.

Manufacturer narrative:
Device evaluation: a review of the device noted two openings that were assessed as surgical damage.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02may2024.

Event description:
Patient reported a right side rupture and "feels weird." The device has been explanted.